Manufacturer narrative:
Lot# 13f474. Method: visual inspection, material inspection, device history review, complaint history review, risk assessment. Result: material analysis was performed and concluded that the cage fractured due to applied force from impaction. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the probable root cause for the cage fracture is user error.

Event description:
It was reported that; the cage broke on impaction during insertion.

Event description:
It was reported that; the cage broke on impaction during insertion.